Event description:
It was reported that the patient presented in the emergency room after receiving appropriate shocks for ventricular tachycardia. Upon device interrogation, the right ventricular lead exhibited low impedance and an aborted shock. The patient was admitted. The patient underwent lead revision on (B)(6)2017. The lead was capped and replaced. The patient was stable post procedure.